Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Dried blood was noticed on the outside of the dialyzer after treatment was completed. Test strips were not used and the machine did not alarm. Estimated blood loss was less than 100 ml. Patient had no adverse effects and no medical intervention was required. Patient completed treatment. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be field upon completion of the investigation.